Event description:
Reporter indicated tht vns pt had passed away. The pt reportedly died while home alone and was found face down on bed. Death certificate lists cardioplumonary arrest, due to or as a consequence of mental retractation, due to or as a consequence of epilepsy as the cause of death. It was reported that the pt experienced a >25% reduction in seizures with the vns therapy and that pt was receiving therapy at the time of death. No autopsy was performed. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.